Manufacturer narrative:
Since the devices are not available to be returned to us, technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for each of the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals remained inside of the loading device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. Refer to MFR # 2242352-2012-01431.